Event description:
It was reported that approximately one year after an initial bunion surgery, all hardware was removed on (B)(6) 2026 due to pain. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that approximately one year after an initial bunion surgery, all hardware was removed on (B)(6) 2026 due to pain. The surgeon believes the patient's pain was a result of the plate being placed slightly prominent during the original surgery. The patient's bones were completely fused/healed. Follow-up information from the surgeon indicates the patient is currently doing well and the pain has resolved. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to what was reported, the most likely cause is slightly prominent placement of the plate during the original surgery. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.